Manufacturer narrative:
The reported information, the device log file and corresponding service reports provided the basis for the investigation. The infinity acute care system workstation critical care is a patient ventilator that consists of the independently working ventilation unit v500 and the infinity c500 medical cockpit. The investigation revealed an unexpected reboot of the ventilation unit v500 for unknown reason. Since the internal communication between the cockpit and the ventilation unit could not be reset within expected time in the course of the restart sequence, the alarm message device failure (3) was posted. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. During reboot of the ventilation unit the communication to the cockpit could be impaired. In case of an impaired communication between the cockpit and the ventilation unit the cockpit will post the alarm message "device failure (3)". As per description of event the device reacted to a detected communication problem as specified and posted an accompanying alarm message.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a device failure happened during ventilation of a patient at night. The device was disconnected from the patient. No patient injury was reported.